Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the physician connected the right atrial and right ventricular leads to the incorrect pacemaker ports. The pocket was reopened to revise the lead connections, and the patient was in stable condition.